Event description:
It was reported that patient underwent a scoliosis correction procedure at t3-l3. At an unknown time post-op, it was discovered that a rod became unseated at the l3 screw, causing the loss of correction. A revision to repair and extend the construct was performed on approximately 4 months post op. The implant is not available for return. No further patient complications have been reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Applicable images were returned for evaluation. Medical advisor interpretation is as follows: multiple x-rays were taken of scoliosis construct from t3 to l3. Initial post-op films show drain in place with excellent thorax correction and acceptable lumbar correction (although pre-op films are not available.) Subsequent ap <(>&<)> lateral films show dissociation of construct and rods from the lower two screws in l3, with recurrence of lumbar curve. Configuration of recurrent curve suggests l4 was not a stable vertebra and should have been included in initial construct. Rod length in initial post op films appears short and may have compromised the rod/ screw stability at l3.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.